Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid (10 mg/ml at 1.249 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the pump reservoir was empty and had been for approximately a year. It was noted the patient's previous physician is no longer working with pump. The patient was due to a refill and their therapy had not been intentionally discontinued. The patient had transportation issues and was not having the pump followed/refilled. No symptoms were reported.